Event description:
The patient was taken to the interventional radiology suite for aspiration of a complex right adnexal fluid collection measuring approximately 6.0 x 3.8 cm. With imaging guidance, the introducer needle was advanced into the collection. Less than 1 ml of purulence was aspirated through the needle confirming appropriate location. A 0.018" guidewire was placed. The co-axial introducer was advanced over the wire. Appropriate positioning was confirmed with CT. The inner cannulas were removed. The wire was left in place and upon removal of the wire, a small amount of resistance was met. The wire was twisted, and removed. Upon removal, it was noted that the flexible guide wire tip was not present. A 12 ml of pus was aspirated from the residual microcatheter for microbiology. The catheter was removed and post-procedure scan showed a short segment of wire coiled within the right adnexal abscess. The patient returned to the interventional radiology suite approximately 3 days later. The wire fragment was removed from the patient. The patient's infection improved after both the aspiration of the fluid pocket and the removal of the wire fragment and she was discharged approximately 3 days after wire fragment removal procedure. Manufacturer response for guidewire, merit maknv co-axial introducer (per site reporter): we have not received a report back from (B)(4).